Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system was not configured for the network changes. Once updated, exams could be transferred to and from the system. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system could not connect to electronic picture archiving and communication systems (pacs) nor medtronic navigation systems at the site following the site updating their networking information. There was no patient present when this issue was identified. No additional information was provided.